Event description:
It was reported that during a follow up, this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trends. Upon review, ts confirmed the rv lead shock impedances measured to be greater than 125 ohms. Ts discussed possible causes with the hcp. At this time, this rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.